Manufacturer narrative:
Initially it was reported that a patient underwent an ablation procedure with a smartablate¿ system irrigation pump, and an air bubble error issue occurred. In the initial report, the manufacture address was erroneously reported as 31 technology dr. Irvine, ca 92618. The correct address is 33 technology dr. Irvine, ca 92618. Section d3 of this report has been updated. Manufacture ref no: (B)(4).

Manufacturer narrative:
Initially it was reported that a patient underwent an ablation procedure with a smartablate¿ system irrigation pump, and an air bubble error issue occurred. The investigational analysis completed 6/19/2019. The device was evaluated, and no error or failure was found. Device performed within specification. The device was subjected to preventative maintenance, safety, and functional testing. All testing passed. No malfunction was found on device and there was no device failure. A manufacturing record evaluation was performed for the finished device and no internal actions were identified. Manufacture ref no: (B)(4).

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Event description:
Initially it was reported that a patient underwent an ablation procedure with a smartablate¿ system irrigation pump, and an air bubble error issue occurred. Several bubble errors displayed from the smart ablate system. No fragments were generated and surgery was not delayed. No patient consequences were reported. The air bubble error issue has been assessed as not MDR reportable. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. This event is being reported because on 3/12/2019, clarification was received indicating that after the bubble alarm sounded, the "flow not zero¿ error was displayed, the pump switched to low flow, but did not completely stop. The issue of the system failing to stop, has been assessed as MDR reportable. The awareness date has been reset to 3/12/2019.